Manufacturer narrative:
Citation: h.g. Kroon, l. Van gils, f. Ziviello, et al., impact of baseline and newly acquired conduction disorders on need for permanent pacemakers with 3 consecutive generations of self-expanding transcatheter aortic heart valves. Cardiovascular revascularization medicine 2021. Https://doi.org/10.1016/j.carrev.2021.01.025 earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr, evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA# p130021. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding trends of permanent pacemaker implantation after three generations of transcatheter aortic valve implants. All data were collected from a single center between january 2012 and december 2018. The study population included 362 patients (predominantly male, mean age 80 years), 113 of whom were implanted with medtronic corevalve, 157 with a evolutr and 92 with a evolutpro transcatheter bioprosthetic aortic valve. Unique device identifier numbers were not provided. Among all patients, adverse events included: atrial fibrillation (afib), right bundle branch block (rbbb), left bundle branch block (lbbb), 1st, 2nd or 3rd degree heart block, bradycardia and sick sinus syndrome and permanent pacemaker implant. Other adverse events included repositioning and valve-in-valve implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.